Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving two readings on their precision xtra blood glucose meter of 81 mg/dl and 112 mg/dl. The results when plotted on a parkes error grid fell into the "a" zone, showing the difference in values to not be receiving unspecified erratic readings, feeling dizzy and losing consciousness in the middle of the street. Customer did not report going to a hospital, they reported going home. Exact details regarding diagnosis and treatment administered to stabilize glucose are unk. It is unclear if the readings reported are related to the reported event.